Event description:
The customer reported that the autopulse platform (B)(6) displayed fault code 41 (patient temperature sensor failure). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed fault code 41 (patient temperature sensor failure) was confirmed in the archive data and during functional testing. The root cause of the reported complaint was temperature sensor failure, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2015 and is over 9 years old. A review of the archive data showed multiple fault codes 41, confirming the reported complaint. The autopulse platform failed the initial functional test as it displayed fault code 41 upon powering up, confirming the reported complaint. The root cause was the defective temperature sensor, which needed to be replaced to remedy the fault. After replacing the temperature sensor with a new one, the autopulse platform passed all subsequent functional tests. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).